Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received 6 photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed tubes without gel. The manufacturing records were reviewed for the incident lot and no issues were identified. Additionally, (B)(4) retention samples were selected from in-house inventory and inspected for the presence of gel, and no issues were observed as all retention samples met specifications. Conclusion: the most likely root cause is that a tray that was taken off the line was accidentally put back on. Most likely a tray that is used for weight checks. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® plastic ppt molecular diagnostics tubes had no gel inside of them. No serious injury or medical intervention reported.